Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that during the slitting process, the slitter had gotten bent and had caused the left ventricular (lv) lead to get bent. The lead was not used and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead body bent was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead was normal. The s ¿ curve was measured, and it was within product specification. Electrical testing was also normal.